Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of noise was observed on the atrial and ventricular channels resulting in detection of non-sustained vt. Patient did not receive any therapy for the episode. It was noted that the patient had an unknown surgical procedure performed on the date of the event and electrical interference from the surgery was suspected to be the cause of noise. The patient is in good condition and will continue to be monitored.